Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good physical condition. Problem stated by customer wasn't replicated as water was circulating and the priming line is not part of the device. Root cause could not be established as no problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Pump was replaced because it was loud and it's also a preventive measure to correct the issue with water that is not circulating (even though it wasn't replicated). Pump, water tank enclosure, oetiker clamp, rubber protective bumper/feet and o-rings were replaced. After the repair device passed functional test.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. G4 are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was reported that the device has no priming line and water was not circulating. Patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device is in a good physical condition upon the visual testing. Functional testing was done. Device was filled with water and switched on. The pump is really loud, but water is circulating. The problem stated by customer wasn't replicated as water was circulating and the priming line is not part of the device. The pump was replaced because it was loud and it's also a preventive measure to correct the issue with water that is not circulating. The pump, water tank enclosure, oetiker clamp, rubber protective bumper/feet, and o-rings were replaced. After the repair device passed functional test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.